Event description:
Received information regarding multiple cartridge alarms with multiple cartridges during the load process. There was no reported impact to customer's blood glucose level. It was reported that the customer had a back up method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.